Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No rewind anomaly or excessive no delivery alarm noted during testing. The insulin pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump would not rewind. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they have manual injection to treat the high blood glucose. The insulin pump will be returned for analysis.